Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient permanent procedure, the patient experienced respiratory issues and was intubated. The patient also experienced ventricular tachycardia. Subsequently, the patient was stabilized and the procedure was completed. The the procedure was extended by an hour. The patient was hospitalized for chest x-rays and breathing treatment. The patient was discharged asymtomatic.